Event description:
It was reported that the unit moved and had to be repositioned while applied to the pt. Several attempts to obtain add'l info has been made and no date, no new info has been received.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.